Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware. D6b: explant date: couple years ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 361386.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure.